Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 54mg/dl. Customer states that sensor had issues like calibration not accepted. Customer treated low blood glucose with carb intake and coffee. Customer received a change sensor alert after a calibration not accepted. Sensor will be return for analysis.